Event description:
It was reported that the programmer took a long time to boot-up and would stall at the please wait screen. Technical support (ts) suggested the caller try the service diskette. If that does not help, the programmer should be returned for repair. Ts also discussed the multiple software version releases and the fact that many hospitals will not allow the programmers to access the software defined network (sdn) through their network and the programmers have to be brought back home to load the software through the sdn. It was further reported there was a warning code displayed and the screen now stays blank when turned on. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).